Event description:
It was reported that an alarm was not heard, but was confirmed by telemetry. An alarm test was performed and the alarm was not audible. The hcp planned to replace the pump. A follow-up report will be sent if add'l info becomes available.